Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he recently had a reservoir/set that insulin would not exit during priming. The customer also reported that the insulin pump's display was scratched. Customer also reported a recent incident in which he had a blood glucose level of 45 mg/dl. The insulin pump was not replaced or returned for analysis.